Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings:during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be cracked. A test display screen was inserted and was found to function properly. The display issue if ¿line through display¿ was not able to be adequately investigated due to the damaged/blank display screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).